Manufacturer narrative:
Complaint confirmed, a fragment about .25 in broke off from the pin. The pin was found to meet dimensional and material specifications. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a clavicula fracture surgery while the surgeon tried to draw out the bb-tak with a pliers it broke off and 3 mm remained inside the patient. The surgeon decided that the small fragment does not have an impact on the patient and therefore finished the surgery.